Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported thrombosis is unknown. However, per article, due to the combination of slow flow in the mitral position and the anatomy of the mitral prosthesis with a prominent frame into the left ventricle, the prothrombotic potential of transcatheter mitral valve prosthesis might be greater than that of a transcatheter aortic valve prosthesis and coagulation factors might have a bigger impact on the thrombus formation than platelet aggregation. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. Bibliography: transcatheter mitral valve prosthesis dysfunction ¿ early valve degeneration or thrombosis?, ". (2017). Allan böhm, md. Japanese circulation society.

Event description:
As reported by our european affiliate, as per article "transcatheter mitral valve prosthesis dysfunction, early valve degeneration or thrombosis?¿ the patient presented with acute heart failure approximately 7 months post simultaneous implantation of a 23mm sapien 3 valve and a 29mm sapien xt valve in the mitral (inside a mitral ring ) and aortic positons via transapical. The procedure was successful with a mean, mitral pressure gradient of 6mmhg, left atrial (la) diameter of 53mm and a grade 1 spontaneous echo contrast. The patient was experiencing severe symptomatic aortic stenosis and recurrent mitral regurgitation and was a high risk for surgery. Transthoracic echocardiography showed severe mitral stenosis with a mean pressure gradient of 16 mmhg. An echo (tee) showed an oval formation 11x10 mm on the lateral side of the mitral prosthesis. A 3d tee showed a rigid motion of a sole thickened cusp, free of calcification, with a smooth atrial side. Thrombus was suspected and unfractionated heparin was started empirically as a bridge to warfarin. Ten days later, the mean mitral pressure gradient decreased to 9mmhg and patient was discharged symptomless. An echo (tee) after three weeks showed mobile cusps, free of thrombus and with a baseline mean, mitral pressure gradient of 6 mmhg.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.